Event description:
The user facility reported a hose separated on the system 1e processor, causing water to come out into substerile room, hallway, several adjacent rooms, and into the floor below. Facility personnel turn off the water supply and cleaned up the water. No injuries or procedural delays were reported.

Manufacturer narrative:
The customer notified steris of completion of the facility repairs. Steris went on-site and returned the unit to service.

Manufacturer narrative:
A steris technician inspected unit and noted the 90 degree factory crimped fitting had separated at the uv inlet connection. The facility is still in the process of repair of the facility and will notify technician to schedule an on-site to repair the system 1e. Steris identified through a production/post production risk management review that property damage can occur if a system 1e hose disconnects, resulting in water leakage when the unit is left on and unattended at night and/or weekends. Steris has received no reports of injuries associated with the disconnection of a system 1e water hose. Steris corporation will install new hoses and connections on system 1e liquid chemical sterilant processing systems (#(B)(4)).